Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The up arrow and down arrow keypad buttons were intermittently responsive during testing. It was discovered that the ok and contrast keypad buttons required excessive force to obtain a response during testing. During investigation, the up arrow and contrast button key contacts were observed to be misaligned. The contrast key contact was found to be inverted. It was observed that the up arrow, down arrow, and ok button key contacts became inverted when the buttons were pressed, and the buttons did not spring back as expected. There was evidence of keypad adhesive found under all button key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the up arrow, down arrow, and ok keypad buttons have become intermittently unresponsive over the past several days. She noted that the keypad buttons do not click and spring back as expected. The family member denied physical damage to the rubber keypad; denied that the pump has been exposed to moisture; and stated that the patient wears the pump in her pocket with a clip.